Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump. Reportedly, the pump was dropped against a hard surface multiple times. There was no adverse impact to the customer's blood glucose level. The customer continued using the pump for insulin therapy, as well as having manual injections as needed, until the replacement pump arrived.